Event description:
It was reported to boston scientific that during the endoscopic retrograde cholangiopancreatography procedure (ercp), the sphincterotome came out of the scope orientated to the right, when the physician tried to do the sphincterotomy the cut wire would barely bow at all and the cut orientation was cutting to the right. The case was completed with this device. The patient was reported to be "fine".

Manufacturer narrative:
Other: orientation. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.